Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9086671 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one video sample was returned for evaluation by our quality engineer team. Through examination of the video, leakage was observed within the extension tubing, approximately one inch from the adapter. Unfortunately, through the provided video, it could not be determined whether the damage was caused by the needle. Our engineering and manufacturing team performed an inspection of the assembly process with the intention of finding a potential source for this defect; however, no potential sources could be found. If the safety device is partially activated, the needle can move in a "sling-shot" motion, causing damage to the tubing. H3 other text : see h.10.

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6)2020, during the maintenance of indwser catheter in the ward, it was found that the fluid leakage from the extension tube of indwelling needle, and other nurses also reported this problem in many recent cases."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, during the maintenance of indwser catheter in the ward, it was found that the fluid leakage from the extension tube of indwelling needle, and other nurses also reported this problem in many recent cases."